Event description:
Complainant alleged that while attempting to treat a( B)(6) male patient with vital signs absent, the device displayed a "check pads" message. Complainant indicated that the clinician obtained another set of electrodes with the same results. Please reference medwatch report 1220908-2015-00578 for the second device used on the same patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the device performed to specification. The device was recertified and returned to the customer. Review of the clinical files from the events showed there were many pads off messages. Additional investigation also showed the impedance to be out of range for the majority of the case (above 200 ohms) for the brief times it was registered. A heavy presence of hair and foreign debris were found on the electrode pads. All of these factors indicate that there was poor contact between the electrode pads and the patient's skin. Analysis of reports of this type has not identified an increase in trend.